Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display went blank. She reported that the insulin pump has died only five minutes after a low battery alarm. The display was no longer blank at the time of the call. The customer was sent a new battery cap. The blood glucose reading was 133 mg/dl. The insulin pump was not returned or replaced.